Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative egia60amt reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting the pancreas during an open procedure, the jaws of the stapler was lock on tissue, however the stapler was slid off the tissue laterally, but the jaws did not open. They pulled the goggles back to the proximal side, still the jaws of the stapler would not open. As a result, they were unable to unload the device. The issue occurred twice. It was also reported that surgical time was extended for 30 minutes trying to get the stapler off the tissue. There was no patient injury.